Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of having more resistance than usual during device insertion into the arteriotomy could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, reported as occurring last month, from the date reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure was attempted in the common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, during device insertion into the arteriotomy, more resistance than usual was felt. Device deployment was performed, the clip was fired; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician indicated that the reason for the difficult insertion was that he probably did not perform enough nick and spread. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.